Manufacturer narrative:
No technical services were requested or performed on the system. Based on quality assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a posterior capsule hole occurred in the right eye and was noticed after sculpting and while removing the last segment of the capsule after the laser portion of a laser assisted cataract procedure. Although no vitreous was noted in the anterior chamber, an anterior vitrectomy was performed.